Event description:
It was reported that the patient developed a sore on the incision of the pump. The patient saw the managing physician and was referred to the surgeon. The surgeon originally thought that the pump was eroding due to the patient's thinness and was planning to place the pump deeper in the pocket. When the pump pocket was opened the hcp found whitish drainage in the pocket which the hcp cultured. The results of the culture are unk. The pump and catheter were removed. No patient outcome was reported. The patient's pump contained baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.